Manufacturer narrative:
The insulin pump had no button error alarm noted. Device had no button response due to corroded keypad traces. Device had a scratched display window, cracked case at display window corner upper right corner, broken belt clip slot and cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 166 mg/dl. Troubleshooting was not performed. The device was returned for analysis.